Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in-service, the cardiosave intra-aortic balloon pump (iabp) upon demonstration of removing the pump from the cart for transportation to another facility - rescue mode, the pump when put back in the cart, did not give audible sounds and did not convert back to power. The process was repeated and on third attempt the pump engaged the power and gave the audible. The process was repeated just to be sure and again had issues, on 3rd attempt, it correctly went back to power and gave me the audibles. It was also brought to attention that the tank door was jammed, the pump sent to biomed for inspection. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, customer stated upon demonstration of removing the pump from the cart for transportation to another facility - rescue mode, the pump when put back in the cart, did not give me audible sounds, and did not convert back to power he repeated process and on third attempt the pump engaged the power and gave the audible. He then repeated the process just to be sure and again had issues, on 3rd attempt again, it correctly went back to power and gave him the audibles. Repair is not performed. The customer was able to get the he door to work and seat the rescue cart. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no information on device has evaluated.